Manufacturer narrative:
Additional information from the customer states the event occurred during the middle of a therapeutic lithotripsies procedure. The device was inspected by the physician and the reprocessing tech before use and during reprocessing. No issues were found before use, but the damaged device was observed during the reprocessing inspection. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been nearly 4 years since the subject device was manufactured. Based on the results of the investigation, the cause of the metal protruding out of the insertion tube likely occurred from user handling and applying excessive force to the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use regarding handling the device which may have detected the event: "precautions : perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. Inspection of the endoscope : inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." The following information is stated in the instructions for use regarding handling the device which may have prevented the event: "using the laser system - do not irradiate the laser without viewing the tip of the laser probe and the aiming beam in the endoscopic image. This may cause patient injury, and the instrument channel may be damaged. Do not strike, hit, or drop the endoscopes distal end, insertion tube, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The reporter¿s occupation and health profession are unknown at this time. Further inspection of the device found the bending section glue cracked. The scope¿s plastic cover was noted to be chipped. The scope light was dim due to fiber breakage. Restriction was noted in the forceps passage. The 10 plus elements were found broken in the olympus eyepiece system (oes) image. The bending section was found frayed. The cause of the scope¿s physical damage cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that during reprocessing the scope was found broken. No further information was provided. The scope was returned for evaluation and olympus found metal protruding out of the insertion tube, which is considered to be a reportable malfunction. There was no patient injury reported.